Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted upside down a 13.2mm micl13.2, -11.0 diopter, implantable collamer lens, into the patient's right eye(od) on (B)(6) 2021. There was patient contact (lens touched the eye) with no patient injury. The lens was exchanged during the initial surgery on (B)(6) 2021 with a same size lens. The problem was resolved. Cause of the event is reported as device. Reportedly, "despite proper loading and insertion the lens would not unfold and was favoring a upside down loading result."

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in vial, dry with residue and debris on the product. Visual inspection found residue and debrise on lens and no visible damage to lens. Claim# (B)(4).